Manufacturer narrative:
A siemens field service engineer (fse) reviewed the qc data from the system. After analyzing the instrument data, the fse determined that the instrument is performing within specifications. The cause of the discordant result is unknown. No further evaluation of the device is required.

Event description:
Discordant 'inorganic phosphorous' ( ip) results were obtained for one patient sample. Results were reported to the healthcare provider(s). The sample was re-tested on an alternate analyzer and normal results were obtained. The patient was transferred to another facility where the patient expired. The cause of death is unknown.